Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon (no image) occurred due to dysfunctional video function caused by disconnecting of cable. Olympus will continue to monitor the field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer that the hd camera head video was not displayed, disconnection. The issue was found during a therapeutic procedure. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image not appearing issues was due to cable failure. Additionally, they found the device was unable to get white balance, dent on the video connector, improper insertion/removal of the video connector and white scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.